Event description:
During operating room clean up, after completion of the surgery the warming drape was removed from the solution warmer. The surgical technician noted that there was liquid under the drape and the temperature on the warmer had risen to 107 degrees without anyone changing the preset temperature. The drape was inspected. No visible hole was found. The surgeon was notified and the warmer was taken out of service.